Event description:
Adverse event: posterior capsule tear. Malfunction: aspiration issue. The surgeon reported a posterior capsule tear occurred during I/a capsule polishing. The posterior capsule tear occurred in the right eye with no vitreous hemorrhage noted. The surgeon immediately refluxed. The pt was not hospitalized. The surgeon stated that after the software was updated in the system he has noted more aspiration. The surgeon lowered the aspiration and vacuum and still noticed more aspiration. In the surgeon's opinion, the device caused/contributed to the event. The surgeon does not know whether the silicone bent tips have been re-used.

Manufacturer narrative:
Add'l info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary (B) (4) when add'l reportable info becomes available. (B) (4). (B) (4).